Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device would not turn on/off. There was no patient involvement.

Manufacturer narrative:
Additional information: h2, h10 (investigation results). Correction: g1, g4, h3, h6 (method, results, conclusion), h11. The customer reported problem was confirmd. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6), was performed from the date of manufacture (B)(6) 2019, to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device would not turn on/off. There was no patient involvement.